Event description:
It was reported that the pace/sense portion of this lead was partially capped due to impedance issues during a device change out in 2014. The shocking portion of the lead remains active. A new pacing lead was placed in the rv. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.